Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented for insertion of iliac screw and underwent posterior lumbar fusion. Intra-op, at the time of final tightening of the screw at the left side of iliac, a set screw was slipped. The screw and the set screw were replaced with another. No patient complications were reported as a result of the event.